Event description:
It was reported to philips that the unit will not power on. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
The bench engineer confirmed that the unit would not boot up. Based on the information available and the testing conducted, the cause of the reported problem was dislodged trizeps. The reported problem was confirmed. Once the trizeps was seated correctly device booted. Due to this being a reoccurring issue sbc was replaced to ensure the trizeps docking connector is not worn down and the trizeps will sit more securely. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received the complaint file will be reopened.